Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it indicated there were no damages noted at the lead tip or helix that could have contributed to the dislodgement. The lead passed the electrical test. Further, a cut through in the insulation was also observed upon visual inspection, hence, no pressure test was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Through fluoroscopy and device testing, it was confirmed that this rv lead was dislodged. Further, this rv lead was explanted. No additional adverse patient effects were reported.